Manufacturer narrative:
Anesthesia deadlines were reported to be inoperable during surgery. The paramedic manually resuscitated the patient and immediately activated the backup device. No serious injuries were caused to the patient. The breakage of the ventilator cover is usually caused by the piston exceeding its limit position. The reason for the piston being pushed up is due to the rotation of the motor causing the ball-screw to move upwards. The abnormal operation of the motor causing the piston to exceed its upper limit may be due to the failure of the zero position optocoupler or encoder. Usually, during the device's power on self-test process, the zero position optocoupler and motor rotor position encoder (sensor) are checked. When the zero position sensor in the servo motor system fails, the encoder can still count how many revolutions and angles the motor has rotated, so it will not cause the piston to top beyond the limit position. Only when the counting encoding (sensing) in the servo motor system fails, although the motherboard knows the zero position of the piston during the power on self-test. However, after the encoder fails, the h-bridge (motor driver components on the system motherboard) provides power to the motor and requires (for example) forward (like clockwise) rotation. During the process of the piston rising, the encoder does not transmit speed and angle information to the system. Therefore, the system motherboard requires the h-bridge to continuously provide forward voltage to the motor, which ultimately causes the piston to exceed its limit position and breaks (damaged) the ventilator cover. Normally, the zero position optocoupler and the motor rotor position encoder (sensor) are checked during the self-test of the unit's power-up. As no dräger engineers were contacted for repairs after the incident and no relevant bad parts or logs were returned for investigation, we are unable to provide an indication of the root cause. We will continue to monitor similar cases in the future. Conclusion will be not possible due to failed parts was not returned to draeger for investigation.

Event description:
It was reported that vent fail during use, no health consequences have reportedly occurred. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that vent fail during use,no health consequences have reportedly occurred. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will reiterate this with the customer and send the UDI with the final report.